Event description:
It was reported that during this implantable cardioverter defibrillator (ICD) change out procedure, once the device was removed from the pocket the header became detached from the device. The right atrial (ra) lead was connected to the new device, however there were observations of damage and high out of range pacing impedances greater than 3000 ohms. The right ventricular (rv) lead also had observations of damage to the coil distal from yoke, and high out of range shock lead impedances greater than 125 ohms. It was noted that the device plasma blade might have nicked the leads, however they were not sure. The patient was dependent, and during the procedure there were times where pauses in pacing were greater than 2 seconds, however there were no adverse patient effects as a result. The ra lead was surgically capped, and the rv lead and device were explanted. A new ICD system was implanted.